Event description:
During arthroscopic surgery on the right knee, the superior leaflet of the grasper broke off and was lost in the posterolateral compartment of the knee. Repeated attempts to retrieve the metal fragment were unsuccessful. The fragment, after retrieval attempts, was ultimately trapped in the postermedial compartment of the knee behind the femoral condyle.